Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced loss of stimulation. The sjm representative was unable to resolve the issue via reprogramming. Diagnostic testing and x-rays did not reveal any anomalies. Subsequently, surgical intervention was undertaken wherein the lead revealed high impedances. The patient's entire system was explanted and replaced. Ipg replacement was reportedly elective. Stimulation was restored post-operative.